Event description:
It was reported that during the procedure, upon firing, the physician heard an abnormal sound coming from the hub of the flexible nephoscope. Immediate check identified that the fiber had fractured. The procedure was completed with another fiber with no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found the fiber was received in two pieces. Piece 1 measured 219 cm and the piece 2 measured 89 cm. The exposed glass tip measured 2 mm and had normal degradation. During functional testing, light from the sma connector was bright and round, indicating that there was no fracture within the connector. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the fiber, the reported event is confirmed. It is likely that the procedural handling of the device during use contributed to the damage to the fiber. According to the device instructions for use, carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device.

Event description:
It was reported that during the procedure, upon firing the physician heard an abnormal sound from the hub of the flexible nephroscope. Immediate check noted that the fiber had fracture. The procedure was completed with another fiber with no patient complications.

Event description:
It was reported that during the procedure, upon firing the physician heard an abnormal sound from the hub of the flexible nephroscope. Immediate check noted that the fiber had fracture. The procedure was completed with another fiber with no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found the fiber was received in two pieces. Piece 1 measured 219 cm and the piece 2 measured 89 cm. The exposed glass tip measured 2 mm and had normal degradation. During functional testing, light from the sma connector was bright and round, indicating that there was no fracture within the connector. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the fiber, the reported event is confirmed. It is likely that the procedural handling of the device during use contributed to the damage to the fiber. According to the device instructions for use, carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device.